Manufacturer narrative:
The returned product was evaluated and the investigation found a bend in the cannula. Due to the damage sustained by the cannula, cause of high blood glucose levels could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported her blood glucose reached 255 mg/dl after wearing the pod between 1 and 4 hours on the abdomen. The patient was able to activate a new pod and her bg levels lowered to 120 mg/dl.